Event description:
It was reported that customer does not have sufficient subcutaneous tissue where set is inserted which led to high blood glucose, treated with manual injection on (b)(6) 2026.

Manufacturer narrative:
Name: (b)(6). Country: United States of America. Street: (b)(6). City: (b)(6). State: (b)(6). Zip Code: (b)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545, Manufacturing Site: 3003442380.